Event description:
It was reported that the patient underwent an initial knee surgery. Subsequently, the patient was revised due to instability and pain approximately 8 years post-op. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown femoral component - unknown. 42522200411 - psn asf uc 11mm ve r 3-7 cd - unknown. G2: foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.